Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high rv coil impedance. Defibrillation therapies were programmed off and the rv lead remains in use.

Event description:
It was reported that the patient went to the hospital after receiving inappropriate shocks due to noise on the right ventricular (rv) lead. It was also reported that the lead had oversensing and high impedance. Review of performance data indicated the patient alert had triggered due to the high impedance. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.